Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hôpital. E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume folfusor leaked while injecting glucose. The issue occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: october 04, 2022 - october 05, 2022. The actual device was received for evaluation. A visual inspection was performed via the naked eye which observed a segment on the tube set had been damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set. A functional leak test was performed which revealed a leak at the damaged area. The reported condition was verified. The damage was caused by the flow wrap sealer equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.